Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 2. E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set leakage event on (B)(6) 2024 at quick release. No further information was available.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2024-35214. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. The information in this complaint (B)(4) has been evaluated for the leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). The batch 6007512 in question was manufactured at the reynosa site. Complaint investigation test results: visual test according to work instruction (wi) version 3 on reference samples, reference samples passed the test. Functional test (flow test) according to wi version 2 on reference samples, reference samples passed the test. Functional test (leak test) according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6007512 was manufactured according to the wi version 45 manufactured in the line/machine multivac 12, on 07/jun/2024, with a total of (B)(4) units. Assembly DHR review: the lot 4e04405 was manufactured according to the wi version 27 manufactured in the line/machine sc1, on 06/jun/2024, with a total of (B)(4) units. The lot 4e04406 was manufactured according to the wi version 27 manufactured in the line/machine sc1, on 07/jun/2024, with a total of (B)(4) units. Glue tubing DHR review: the lot 4e04384 was manufactured according to the wi version 41 manufactured in the line/machine automatic gluing 04-05-08, on 02/jun/2024, with a total of (B)(4) units. The lot 4e04392 was manufactured according to the wi version 42 manufactured in the line/machine automatic gluing 04-05-08, on 06/jun/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 27/may/2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) and lot 6007512 and no other complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.